Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device had no sound out of the speaker. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device had no sound out of the speaker. The unit was triaged and the customer¿s reported condition was confirmed; the device was powered on with battery alone, then, the device was connected to an ac cable and powered on. In both cases the device powered on but did not tone as it should. The device was opened and inspected for damaged components. U14 of the buzzer circuit has been displaced towards the lower side of the pcba. The leads of the chip are bent/pulled up from the board. This damage is likely caused by contact to the uppermost screw boss. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.